Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 21st dec 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. There was still sufficient hydrogel over the optics, so functional testing is not expected to be affected. In-house testing showed no malfunction. Review of in-vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.